Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as part of a study where bidirectional mitral isthmus (mi) block was attempted to be verified through differential pacing maneuver from the vein of marshall (vom), outer and inner guiding sheath catheters were used in a patient population. Acute cardiac tamponade was observed in 1 patient. In this patient, pericardiocentesis was required immediately after mi block creation by endocardial radiofrequency ablation alone, without vom ethanol infusion. Additionally, groin hematoma was observed in 1 patient. Although small dissection of the vom was observed in 2 patients, the electrode catheter was successfully inserted into the vom, and the procedure was finished without further adverse events in both the patients. No additional adverse patient effects were reported.